Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. A batch review was performed with no issues noted. Based on the information obtained from baxter's investigation, the root cause of the report was not determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter to report a solution leak with a cassette. The customer stated the leak occurred during priming. There was no reported patient injury or medical intervention. On (B)(6) 2010, further information obtained from the customer indicated that the leak was coming from the top of the cassette near the patient line. This is report 1 of 3.